Manufacturer narrative:
An investigation was performed on retention and returned product from the reported lot number. Retention and returned devices were tested with quality control cut-off standards (25 miu/ml) and high-hcg clinical urine samples (208.6-214.6 iu/ml). Results were read at 5 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information, as both retention and returned product performed as expected during in-house testing. Please note, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Alere san diego will continue to monitor this issue through incoming complaints.

Manufacturer narrative:
Investigation pending.

Event description:
On an unspecified date, the patient presented to the facility for an iud insertion. The patient's urine was tested on the fisher sure-vue hcg kit and a positive result was obtained. The same urine was retested an unspecified number of times using three kits of the same lot and obtained the positive result. On (B)(6) 2019, confirmatory blood testing was performed and the result was negative. The exact beta quant was not provided. Customer states that the iud insertion was delayed by a month and was rescheduled based on the false positive results. No adverse patient outcomes were reported. Additionally, it was elective procedure and no subsequent harm was reported. There is no information to suggest a serious injury.